Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that the device developed a fibrin sheath that inhibited the flow rate. The device was removed and replaced. The user did not provide a lot number. No patient harm or injury was reported.